Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low blood glucose level. Customers blood glucose value at the time of incident was 48 mg/dl. Customer also experienced other blood glucose levels such as 197 mg/dl and 201 mg/dl. The customer ate cereals and chocolate to treat low blood glucose. Customer declined troubleshooting for low blood glucose level. The device will not return for analysis.